Manufacturer narrative:
Scale calibration. Sharp edges on cracked head board.

Event description:
It was reported by service report that the scale is off by 25 lbs and has a cracked head board. No pt involvement or adverse consequences are reported.